Event description:
It was reported that on (B)(6) 2010, due to acute coronary syndrome, the patient underwent the index procedure with the deployment of one promus drug-eluting stent to the proximal right coronary artery. Residual stenosis was 0% with timi) 3 flow. On (B)(6) 2010, the patient was started on aspirin with 325mg daily dosage and on (B)(6) 2010, the patient received the study medication clopidogrel with 75mg daily dosage; the same day the patient was discharged from the index hospital. The patient presented to the hospital on (B)(6) 2011, with a complaint of chest pain and dyspnea, rapid atrial fibrillation and was given an amiodarone drip and returned to normal sinus rhythm within 24 hours. The patient was diagnosed with severe anemia with iron deficiency requiring blood transfusion; both endoscopy and colonoscopy were performed, however, no active bleeding was noted. On (B)(6) 2011 the patient experienced a non-q-wave myocardial infarct; on (B)(6) 2011 a left heart catheterization, angiography, percutaneous transluminal coronary angioplasty (ptca) with a 2.0 mm x 25 mm non-abbott balloon dilatation to the proximal and mid portion of the mammary artery (m2) coronary artery bypass graft was performed. The patient had cardiac catheterization which revealed severe diabetic coronary vasculopathy, however, the right coronary artery (rca) is a large vessel that has evidence of diffuse plaquing noted throughout its length.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Proximally, there is a promus drug-eluting stent which is widely patent. Distally, the vessel divides into a posterior descending artery (pda) and posterior lateral branch which appears patent. The pda has evidence of significant diffuse disease proximally and then has no significant flow in its midportion. On (B)(6) 2011 the patient had ischemic symptoms lasting 10 minutes or more. There was no reported adverse patient sequela. After receiving a blood transfusion, endoscopy and colonoscopy procedures, the patient was discharged on (B)(6) 2011. No additional information was provided. There was no reported product deficiency and the product was not returned. Angina, ischemia, and myocardial infarctions are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Atrial fibrillation is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use.